Event description:
Per the customer, a staff member rec'd a second degree burn during a test pulse performed with the large ipl light guide of the lumenisone. Per the customer, the staff member was skin type IV and was treated at lumenis presets for type IV, non-facial. The treatment target was an area of dark pigment on the chest. The physician who evaluated the staff member immediately after the incident did not recommend any medical intervention. As of 01/05/2007, the burned area was pink and peeling and the staff member was applying scarguard.

Manufacturer narrative:
Lumenis has requested from the enduser the treatment parameters utilized for the test spot. As of 02/2/2007, the treatment parameters have not been provided to lumenis. The lumenis one device was evaluated by the lumenis ce customer engineer on 12/20/2007, and no problems with the device were reported by the ce. No add'l conclusion can be drawn at this time regarding the root cause of the incident. If lumenis obtains significant new info from the enduser in the future, a follow up medwatch report will be filed.